Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction under and around the sensor patch. The sensor was inserted on (B)(6) 2016. The reaction was described as an allergic reaction, rash, and looked like chemical burn. Patient's father reported that they saw doctor for treatment. The date of the appointment and if any treatments were prescribed is not known. Patient's father reported treatment was the use of a hydrocolloid adhesive pads dressing. At the time of contact, patient is stable. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.